Event description:
Initially it was reported that an a1059 skull clamp slipped when the pt was in the pins and caused a laceration on the pt's head. Add'l info received on 05/20/2015, was as follows; the type of procedure being performed was a posterior fossa craniectomy for excision of tumor with duraplasty. A few minutes had transpired when the skull clamp slipped during prone positioning. The pt was placed back to supine position and another skull clamp was used. She incurred a 1 inch laceration to the side of the head was sutured with 3-0 prolene. The pt was repositioned to prone with no incidents. The surgery was delayed by a few minutes for replacing the skull clamp and repositioning. The pt recovered from the laceration.

Manufacturer narrative:
Integra completed its internal investigation on 06/12/2015. Results: the device was manufactured on december 31, 2004. Service history: date of service: 06/12/2013, reason for service, base unit transitional member is stuck also sending in a1059 rocker does not rotate freely. Lock knob is sticky, routine maintenance. No mfg or design related trend has been identified. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning required. Conclusion: we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however, general maintenance is required as this device was manufactured in 2004 and last serviced in 2013. A link has been provided to the customer which provides a training or refresher tool for basic cranial approaches with the mayfield skull clamp positioning system.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.